Manufacturer narrative:
The condition of crack was confirmed. A crack line was observed on the body of the manifold. Solvent mark on the inlet body of the manifold and craze line on the check valve indicating both of them are likely solvent-bonded and should not be easy to separate. Batch review was conducted on the reported batch with no abnormality observed. From simulation test performed, the defect is likely due to an attempt to separate the check valve and the manifold by twisting. The check valve is solvent-bonded to the manifold, any attempt to separate them would likely cause crack on the manifold. This is unlikely to be within the scope of manufacturing facility. As such, we are unable to determine any assignable root cause. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Event description:
Customer reported that the manifold and check valve were connected, but they were easily separated. Cracks and scratches were observed at the female luer, and leakage from the cracks was observed when water was dripped. The reported condition occurred during patient use. No patient injury or medical intervention occurred.